Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the right atrial lead was dislodged, exhibiting loss of sensing and a capture issue. The right ventricular lead exhibited intermittent capture. Both leads were capped on (B)(6) 2017. The patient remained stable post-procedure.